Manufacturer narrative:
The manufacturer did not receive devices or x-rays. Other source documents (surgeon report) was provided. Currently, the patient is being monitored. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Note: (B)(4) for previous revision surgery. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an allofit-s it alloclassic shell, 52/ii on the left side on (B)(6) 2012. It was reported that the patient had an early infection after a revision surgery of a total hip prosthesis. On the surgeon report it is mentioned that on (B)(6) 2012 the patient received a treatment against the infection.